Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced air in the line of two (2) homechoice cassettes without an alarm. This occurred during priming while the patient was not connected. The registered nurse (rn) stated that air was still observed in the patient line even after a second attempt of priming. When found, the rn replaced with a new cassette with the same lot number and it did work. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.